Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the plunger partially retracted, thumb advancer completely forward, the sheath completely split and the tubset in deployed alignment for a normal deployment. The device was disassembled, cleaned, reassembled, and redeployed. After deployment, the device was found to be in the same configuration as received. There were no anomalies and the device and functioned as intended. The experience of failure to achieve hemostasis could be influenced by, but is not limited to manufacturing, user technique, and/or anatomical conditions. During manufacturing, the clip is inspected to specification. The clips are loaded onto the device as specified in the clip loading procedures, which ensures correct orientation and smooth loading of the clip. The devices are then destructively tested to assure lot build quality, including functional verification. User technique is important during the clip deployment; there is no indication of user influence. Anatomical conditions can influence the successful delivery of the clip. Vessel calcification or tortuous tissue can entangle the vessel locator wings and interfere or prevent clip delivery and prevent the seal of vessel puncture. There was no indication of any anatomical conditions. Based on the evaluation, the cause of the inability to achieve hemostasis found no nonconforming material record associated with this lot and all lot release testing met specification. A query of the complaint handling database was performed and there are no similar incidents for this lot. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure was attempted in the right common femoral artery using a starclose se device after a diagnostic procedure. Reportedly, after clip deployment the starclose se device was removed; however, hemostasis was not achieved. Hemostasis was achieved using manual arterial compression. No difficulties or problems were reported to have occurred during clip deployment. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.